Manufacturer narrative:
Follow-up #1: date of submission 06/14/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2014. The black box and basal history review showed an 8-hour + 50% active temporary basal delivery between (B)(6) 2014 which led to the total daily dose appearing to be inaccurate for those two dates. The total daily dose added up to reflect the programmed basal target. On investigation, the pump was exercised for 24 hours without issue and was found to be delivering as programmed. Investigation did not duplicate the alleged history/settings issue. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal. The display was dim and discolored.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging an inaccurate delivery issue with the insulin pump. This complaint is being reported because the reporter alleged an inaccurate delivery issue with the pump that was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).